Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the oxygen saturation had an inaccurate measurement. The operator followed instructions, using an unopened device within its expiration date, and connected the pulse oximeter sensor to the patient monitor. After 10 hours, the oxygen saturation waveform on the monitor appeared normal, but the displayed value was 79%. The monitoring result was seriously inconsistent with the patient¿s actual condition, leading to abnormal monitoring and posing a significant safety risk. After discovering the issue and reporting it to the physician, bedside blood gas analysis was immediately performed and preparations for endotracheal intubation were made. The bedside blood gas analysis showed an oxygen saturation of 99%. A new pulse oximeter sensor was then used to re-monitor the patient¿s oxygen saturation. After replacing the pulse oximeter sensor, no abnormalities were observed during monitoring, and the patient¿s condition stabilized after monitoring was restored.